Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an abdominoperineal resection procedure, the gun was used with a blue reload on the sigmoid rectum to release the specimen, the gun was straight and not angled. The issue happened on the first firing, the gun was difficult to fire, and the surgeon had to put a lot of pressure on the handle. On the second squeeze of the handle, there was a loud cracking noise and the gun jammed. The jaws would not open and the surgeon had to force the jaws open by pushing on the firing handle. It is unknown was used to complete the procedure. There was a delay of five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired and with the lockout spring tab damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is restarted. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).